Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 40 to 400 mg/dl. The customer was treated for the low blood glucose by drinking glycerin. The customer stated that their husband had recently passed away and has been having trouble stabilizing their blood glucose levels. The customer did not troubleshoot the issue. The customer stated that they will change the set and call back if the issue persists. The customer did not return the product back for analysis.